Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device. The reported malfunction was not duplicated or confirmed. Review of device logs shows that multiple times the 30 joule test was performed and it passed. The logs shows that every time the device was charged for 30 joules, the device discharged equivalent energy. Therefore the claim is being closed as unsubstantiated. No trend is associated with reports of this type.